Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish and anxiety"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with citalopram and surgery (hysterectomy (full), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal of). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), migraines/headaches, pain, psychological or psychiatric problems condition: depression and mental anguish were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish and anxiety"). On an unknown date, the patient experienced migraine ("migraines"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral removal of). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown and the dysmenorrhoea was resolving. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931 manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish and anxiety/ psych injury"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine"), migraine ("migraines/migraine"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)/ menstrual bleeding"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain and metrorrhagia had resolved and the depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metrorrhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931 manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish and anxiety/ psych injury"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine"), migraine ("migraines/migraine"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)/ menstrual bleeding"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain and metrorrhagia had resolved and the depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931 manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain') and uterine haemorrhage ('abnormal uterine') in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish and anxiety/ psych injury"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), migraine ("migraines/migraine"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)/ menstrual bleeding"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received . Events: vaginal discharge, abnormal uterine were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain') in an adult female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish and anxiety/ psych injury"). On an unknown date, the patient experienced migraine ("migraines/migraine"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfujly occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931, manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain and metorhagia (bleeding b/w periods) were added. Outcome for events pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and migraine were resolved. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pelvic pain') in a 37-year-old female patient who had essure (batch no. 695931) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus infection, ovarian cyst and dysfunctional uterine bleeding. Concurrent conditions included neck pain, high cholesterol, night sweats, polydipsia, joint pain, sinus infection, fatigue, cough, weakness, menometrorrhagia and hot flashes. Concomitant products included topiramate (topamax) for migraine as well as levonorgestrel (mirena), nsaids and paracetamol (acetaminophen). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("mental anguish and anxiety/ psych injury"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine"), migraine ("migraines/migraine"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)/ menstrual bleeding"). The patient was treated with citalopram and surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, abdominal pain and metrorrhagia had resolved and the depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: prosthesis installed: essure coil qty: 2. Paraguard 1. Plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), metorhagia (bleeding b/w periods), menorrhagia (heavy menstrual bleeding) and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Lot number:695931 manufacture date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event vaginal hemorrhage was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.